Event description:
Malfunction: system message: light source dim; touchscreen froze; footswitch not functional. The customer reported that during a case, the light source from the constellation was dim. It was operable, but the level was much lower than normal. In the middle of the same case, the touchscreen froze. The customer does not use the remote, but noted that the footswitch could not be used to advance the modes. When the system was rebooted, the touchscreen responded, the light source became brighter, and the footswitch functionality returned. There was no pt impact or injury.

Manufacturer narrative:
The customer did not request service for the system. No samples were returned for eval. The device history record was reviewed and there were no related issues in manufacturing for this system during assembly/testing. A review of complaints for the last 24 months did not indicate any add'l related complaints. In (B) (6) 2009, there was a service request for this system related to a system lock up during a procedure. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).